Manufacturer narrative:
Analysis was unable to perform the excessive no delivery test and occlusion test due to motor error alarms. The unit was stuck in the motor error loop during bolus and basal delivery. The unit passed the displacement test, rewind, basic occlusion test and prime test. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The unit had a broken reservoir tube lip, a minor scratched display window, a broken belt clip slot, cracked battery tube threads, a cracked case at the display window corner, a stained end cap sticker, and a cracked reservoir tube. (B)(4).

Event description:
The customer called in to report a motor error alarm during a basal rate. The customer was able to complete the rewind sequence. The customer's blood glucose level was 170 mg/dl. The customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.